Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, analysis revealed insulation damage through to the distal high voltage lumen along with damage between all three conductors at 400-420 mm from the terminal pin. The lead segments returned passed all electrical testing. No visual anomalies were noted other than explant related damage and the insulation damage at the clavicle/first-rib damage.

Event description:
Boston scientific received information that this chronic right ventricular lead implanted with a non-boston scientific device revealed gradual increasing shock impedance measurements, however measurements were within acceptable range. In addition, all other measurements were within normal range. No adverse patient effects were reported. Approximately six months later, remote monitoring revealed a ventricular fibrillation episode, however therapy was aborted as the episode was not sustained. The recorded electrogram displayed a single episode of signals that were oversensed, however did not result in inappropriate therapy delivery or asystole. The device was deactivated and a decision regarding lead revision will be made. Proactive testing was recommended by technical services. The intrinsic amplitude appears stable. Intermittent artifact/noise was observed. Reprogramming the sensitivity was recommended. Subsequently, a clinical decision was made to replace this lead. A revision procedure was performed. This lead was removed and replaced with a non-boston scientific lead. This lead will be returned for analysis.